Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint engineering found the instrument to be returned with the carbide insert detached from one grip. A small piece of the corner of the insert remains attached to the grip. The brazing surface of grip has some voids with missing filler material and the outer surface of damaged grip exhibits scratch marks. No other damage found.

Event description:
It was reported that during a da vinci si hysterectomy procedure, while the surgeon was suturing with the mega needle driver instrument, the metal plate below the jaw fell off into the patient. The piece was retrieved and the planned surgical procedure was completed with no patient harm, injury or adverse outcome was reported.